Event description:
It was reported that the right atrial (ra) lead showed no sensing or capture. Upon fluoroscopy, it was found that the patient had twiddled the device and both the right atrial (ra) lead and right ventricular (rv) lead were tangled and dislodged. The rv lead was repositioned and remains in use. A revision on the ra lead was attempted; however, the helix on the lead would not retract. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned. Analysis was performed and no anomalies were found. Concomitant products: 407652 implantable pacing lead, (B)(6) 2013. (B)(4).